Manufacturer narrative:
The field service engineer (fse) observed the fluid leak under the unit at solenoid #61. The fse replaced the solenoid and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported approximately fifty (50) milliliters of diluent leaked from under the instrument and onto the countertop while performing system startup involving the coulter lh 750 hematology analyzer. The customer also noted not passing startup background message displayed on the instrument. The customer was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The customer has an exposure control plan at the facility. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.